Event description:
It was reported that the guidewire broke off near the tip. The target lesion was located in the liver. A 200 cm x 10 cm fathom-14 guidewire was selected for use. During the procedure, the physician had the fathom wire in a .021 microcatheter. Then, they removed the wire to inject saline/contrast and they placed the fathom wire on the scrub table. The physician was then ready for the fathom wire; however, when the scrub tech grabbed the device, it was noted that the wire had completely separated and broke off near the tip out of the distal portion of the outer nitinol sleeve. The defective device was placed to the side and the procedure was completed by switching wires and microcatheters. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire was returned, and it was observed that the polymer jacket was detached at 9.9 cm from the distal tip, also the core wire was detached at distal section. Under microscope it was observed that the polymer jacket and the core wire was detached at distal section.

Event description:
It was reported that the guidewire broke off near the tip. The target lesion was located in the liver. A 200 cm x 10 cm fathom-14 guidewire was selected for use. During the procedure, the physician had the fathom wire in a .021 microcatheter. Then, they removed the wire to inject saline/contrast and they placed the fathom wire on the scrub table. The physician was then ready for the fathom wire; however, when the scrub tech grabbed the device, it was noted that the wire had completely separated and broke off near the tip out of the distal portion of the outer nitinol sleeve. The defective device was placed to the side and the procedure was completed by switching wires and microcatheters. No patient complications reported.